Event description:
It was reported that during an ablation procedure, on the volumetric images, an artifact appeared parallel to the probe. This made it difficult to determine which void was real. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Device evaluation: the software logs of the device were evaluated and it was noted that the software did not malfunction, as alleged. The artifacts that were shown on the image, were confirmed to exist in the data that was supplied by the magnetic resonance imaging (MRI) machine. This then lead to user confusion as the probe was not easily located until after additional imaging.

Event description:
Additional information received indicated that additional images were taken and the probe was identified. Once the probe was located, the user found that they were not able to reach the intended target area due to a combination of a steep approach, and the tissue properties. A second trajectory was setup which was successful in penetrating the tissue and reached the target area, after which laser energy was delivered.